Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the remaining longevity of the subject ICD implanted in (B)(6) 2016 was 1 year and 4 months, and the battery curve was showing a fast decrease. Episodes showing noise were recorded in device memories (an attempt to replace the lead was done during ICD replacement in (B)(6) 2016, without success).